Event description:
A nurse had just changed the IV tubing set when the pump began alarming system error. The pump was checked, and no issue was found. The IV tubing was changed which corrected the system error alarm on the pump. Other nurses that day said there had been similar problems the previous day with the IV tubing. Other nurses commented that they have seen a lot of the IV tubing sets with this type of issue recently.

Event description:
A nurse had just changed the IV tubing set when the pump began alarming system error. The pump was checked, and no issue was found. The IV tubing was changed which corrected the system error alarm on the pump. Other nurses that day said there had been similar problems the previous day with the IV tubing. Other nurses commented that they have seen a lot of the IV tubing sets with this type of issue recently.